Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Other UDI: unknown. Lot unknown, UDI is unavailable. This report is for unk - screw imf/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Patient was able to have explant surgery, however the explant date is unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgeon was using our intermaxillary fixation screws (imf) for the mandible and they sheared off during insertion. There are three screws that had this issue. The half that sheared off is still inside the patient, they weren¿t prominent but were covered with bone wax to ensure a smooth surface. There was no patient harm, other than having to leave the broken piece of screw inside the mandible. There were no delay in his treatment and the patient was discharged home the following day with a plan to review him back in the clinic. There is a post-op x-ray which clearly shows the (3) retained fragments within the mandible in the right parasymphyseal area and it was made a clinical decision not to remove the retained screws surgically. The patient¿s planned surgery was able to be completed on an unknown date without any further issue. There was an unknown delay in the procedure. This complaint involves 1 part. Concomitant reported parts: 1x unknown insertion device. This report is 1 of 1 for (B)(4).